Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump battery high resistance, pump motor o-ring wear. (B)(4).

Event description:
The healthcare reported the patient began to hear an alarm around 5 am this morning, (B)(6) 2015, every 10 minutes. The patient was evaluated in the emergency room (ER). The patient had no symptoms. The patient was on flex dose and was just refilled yesterday (B)(6) 2015. The hcp was able to program the patient back to flex mode with periodic boluses. The patient was being admitted and the neurosurgeon consulted for replacement. The neurosurgery resident interrogated the pump to find pump set to safe state and reset occurred. The logs also showed reset occurred- low battery. The safe state did not occur when updating the pump and there was no emi (electromagnetic interference) or an MRI associated with the safe rate, the cause was not known. The neurosurgery resident reprogrammed the pump to 1240 mcg/day in periodic bolus mode. The patient was placed on oral baclofen preventative. The patient was reported to be stable and asymptomatic through (B)(6) 2015. The patient was taken to the operating room (or) on (B)(6) 2015 for replacement. The logs showed the pump had re-set to safe state again on (B)(6) 2015. Per the reporter the catheter did not flow intra-operatively, no csf flow through the proximal or spinal segment although no catheter anomaly found, so it was replaced with an ascend a catheter. There was no patient injury. The patient has had multiple dose reductions post op and was now at approximately 400 mcg/day and stable. The patient was to be discharged home (B)(6) 2015. The pump was used to deliver gablofen.